Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not secure attachment" was confirmed. It was noted in the pre-repair diagnostic assessment that the locking mechanism was malfunctioning. If add'l info becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device will not secure attachment. The device was being used during surgery. There was no injury reported. It is unk if delay or med intervention occurred. There was no add'l info provided.